Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30853. It was reported both of the patient's leads migrated. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein one of the existing leads was repositioned and another lead was explanted and replaced. Effective therapy was established post-op. It is unknown which lead was explanted. Therefore, all the suspected devices are being reported.